Event description:
It was reported that after an initial bunion surgery that occurred approximately a year ago, hardware was removed on (B)(6) 2026 due to a broken screw. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery that occurred approximately a year ago, hardware was removed on (B)(6) 2026 due to a broken screw. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without the return of the device, the broken screw was likely subjected to excessive stresses which resulted in the breakage. The company will supplement this MDR as necessary and appropriate.